Event description:
It was reported that eight months ago the patient was given the options to have an increase in medication in the morning, 0.2mg for thirty minutes, to start the day. The increase was reportedly ¿too much medication/drug¿ for the patient to accommodate and caused ¿pressure into the spinal column¿ which made the patient¿s pain worse. The patient¿s health care provider (hcp) reportedly turned off the pump and did reprogramming to resolve the issue. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).